Manufacturer narrative:
Block b3: exact date approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7097581, UDI: (B)(4). Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7097637, UDI: (B)(4).

Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted due to an unknown reason. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient underwent a procedure wherein the implantable pulse generator (ipg) and spinal cord stimulator (scs) leads were explanted due to an unknown reason. No further information has been obtained despite good faith efforts. Additional information was received that the patient was no longer using the spinal cord stimulation (scs) and had the whole system explanted. The patient was doing well postoperatively and the explanted devices were discarded by the medical facility and will not be returned.